Manufacturer narrative:
The subject device was reportedly explanted on (B)(6) 2017 and will be returned for analysis.

Event description:
For this patient followed by remote monitoring, the last remote report was received on december 6th, 2016. It was reported that the scheduled remote report from march 6th, 2017 was missed. It was rescheduled one month later and missed again. The patient came to the hospital on (B)(6) 2017. The subject ICD could not be interrogated with 2 programmers. The physician performed an ECG that showed normal pacing. On april 21st, 2017, other attempts to send remote reports were unsuccessful. Preliminary analysis confirmed the reported event (inductive telemetry blockage). Following livanova's recommendations, a recovery procedure was scheduled for this patient on (B)(6) 2017. Nevertheless, the inductive telemetry function could not be restored during the recovery procedure. Reportedly, the subject ICD will be explanted in (B)(6) 2017.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
For this patient followed by remote monitoring, the last remote report was received on (B)(6) 2016. It was reported that the scheduled remote report from (B)(6) 2017 was missed. It was rescheduled one month later and missed again. The patient came to the hospital on (B)(6) 2017. The subject ICD could not be interrogated with 2 programmers. The physician performed an ECG that showed normal pacing. On (B)(6) 2017, other attempts to send remote reports were unsuccessful. Preliminary analysis confirmed the reported event (inductive telemetry blockage). Following livanova's recommendations, a recovery procedure was scheduled for this patient on (B)(6) 2017. Nevertheless, the inductive telemetry function could not be restored during the recovery procedure. Reportedly, the subject ICD will be explanted in (B)(6) 2017.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
For this patient followed by remote monitoring, the last remote report was received on december 6th, 2016. It was reported that the scheduled remote report from (B)(6) 2017 was missed. It was rescheduled one month later and missed again. The patient came to the hospital on (B)(6) 2017. The subject ICD could not be interrogated with 2 programmers. The physician performed an ECG that showed normal pacing. On (B)(6) 2017, other attempts to send remote reports were unsuccessful. Preliminary analysis confirmed the reported event (inductive telemetry blockage). Following livanova's recommendations, a recovery procedure was scheduled for this patient on (B)(6) 2017. Nevertheless, the inductive telemetry function could not be restored during the recovery procedure. Reportedly, the subject ICD will be explanted in (B)(6) 2017.